Event description:
Rptr alleges the pt wanted a larger size and rupture was an incidental finding at surgery. Rptr also alleges a pathological report stated capsules, foamy macrophages with foreign body reaction silicone-like material.